Event description:
It was further reported that the de novo lesion was pre-dilated for about 5 seconds with an unspecified device. The procedure was completed successfully.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, stent damage occurred. The 100% stenosed lesion was located in the severely calcified and severely tortuous obtuse marginal branch. The physician encountered resistance upon attempting to cross the lesion with another manufacturer's balloon catheter for pre-dilatation, however crossing was successful and the lesion was pre-dilated. The physician then attempted to introduce the 20mm x 3.50mm veriflex (liberte) coronary stent delivery system, however resistance was encountered and crossing was not successful. The 20mm x 3.50mm veriflex (liberte) coronary stent delivery system was removed from the patient and stent damage was noted. The procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good'.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)